Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent rectocele repair on (B)(6) 2011 for rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced infection. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a enterocele repair, and cystoscopy. It was reported that patient underwent aris trans-obturator tape implant on (B)(6) 2007. No additional information was provided.